Event description:
Caller reported that the t:slim x2 pump battery was not charging, with a power source alert, alert 07, appearing in the pump history around the time the issue began. There was no adverse impact to the customer's blood glucose level. After following instructions to leave the pump connected to the original charging supplies for at least 30 minutes, the pump began charging successfully, and no further assistance was required.